Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The user reported visiting the ER on (B)(6) 2026, due to an infection at the insertion site; at the time of the call, the user stated they were feeling better. The user indicated they did not believe the event was related to the insertion, although the infection was located under the insertion site. The event was not related to diabetes and not related to glucose readings, but the infection was related to the eversense system. The user received hospital treatment including an IV dose of ceftriaxone and was prescribed amoxicillin/clavulanate, and the user confirmed that their healthcare provider is aware of the event. Per dms, the user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported visiting the ER on (B)(6) 2026, due to an infection at the insertion site; at the time of the call, the user stated they were feeling better. The user indicated they did not believe the event was related to the insertion, although the infection was located under the insertion site. The event was not related to diabetes and not related to glucose readings, but the infection was related to the eversense system. The user received hospital treatment including an IV dose of ceftriaxone and was prescribed amoxicillin/clavulanate, and the user confirmed that their healthcare provider is aware of the event. Per dms, the user is currently using the system with up-to-date information.